Event description:
It was reported that the patient has had 2 custom trach tubes break on them. The reported product fault occurs while in use with patient. Medical intervention is required. The outcome of the event is resolved as they had another trach to utilize. The nurse had to hold the trach in place for the patient while the mother went to obtain the replacement device.

Manufacturer narrative:
B3: date of event, d4: lot number, expiration date, UDI number, and h4: manufacture date are unknown; no information has been provided to date. H3 - other: device is not available for investigation. Customer discarded. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. Lot number was not provided, therefore a device history report (DHR) review could not be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation.